Event description:
A licensed practical nurse and a nursing assistant were using the hoyer lift to transfer a female resident from her wheelchair into bed. During the transfer, the hoyer sling under the resident ripped apart and she fell to the floor.the resident bruised one elbow, sustained a skin tear on the other, and complained of left leg pain. She was made comfortable on the floor while a physician was consulted. The resident ws ultimately taken to the hospital emergency room by ambulance. She returned with her leg in a splint. She had a non-displaced fracture of the left tibia. We have since reviewed the use and maintenance of hoyer slings and a plicy has been put into place.the laundry staff have been instructed by their supervisor to use cool water to wash and cool setting to dry the slings. The nursing staff are to look at the slings before every use and remove them if there is any question as to their being safe.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.